Event description:
The customer initially reported that their device had it's service indicator illuminated and logged an event code. After an evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was due to a failure of a crystal, designator y1.